Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot : part: 03.110.005, lot: l672527, manufacturing site: bettlach, release to warehouse date: 12.december 2017. Visual inspection: handle for torque limiting attachment was received at us customer quality (cq). Upon visual inspection at cq, it is observed that the component of the device, threaded pin was missing which holds the assembly. The components, handle sleeve and coupling were received disassembled at cq. There were few rust spots found on the coupling. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the received handle sleeve was performed at cq. The internal diameter of the hole for threaded pin was intended to be measuring from 3.4mm to 3.5mm and it was measured to be 3.43mm which is within specification as per the drawing. Document/ specification review: relevant drawings were reviewed during investigation. No design issues were found which can contribute to this complaint condition. Complaint confirmed? Yes. But the reported broken condition cannot be confirmed. Investigation conclusion: a visual inspection, dimensional inspection, and document/specification review were performed as part of this investigation. The device component, threaded pin which holds the assembly was missing. Thus, the complaint is confirmed. While a definitive root cause could not be determined, it is possible that the component might have got misplaced during sterilization. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a handle for torque limiting attachment was broken. There was no patient involvement. This complaint involves one (1) handle for torque limiting attachment. This is 1 of 1 for report (B)(4).